Event description:
Removal of endosseous dental implant. Two implants were placed in class 2 bone during a complex procedure on 10/14/96. The implant in site #20 was removed 3 months post-op due to infection. Bleeding and swelling were present at time of removal.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.